Event description:
It was reported by remote transmission the patient went to the emergency department because they received a therapy. It was determined the therapy was inappropriate as it was an atrial arrhythmia with rapid ventricular response. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 5076 implantable pacing lead: (B)(6) 2007. (B)(4).